Event description:
This procedure was performed in the (B)(6). The patient had the protege everflex stent inserted in his left femoral artery on the (B)(6) 2013 at (B)(6) hospital and by the (B)(6) 2013 the stent was thrombosed and collapsed causing critical limb ischemia for this patient and leaving him with constant pain in the foot as he was left with one vessel instead of three.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number and model number were not available. Additional information has been requested. Should it become available a supplemental report will be submitted. Evaluation of the cine images received indicate that the stent reported as fractured was deployed in an elongated manner. The instructions for use (IFU) advise: "caution: the stent is not designed to be lengthened or shortened past its nominal length. Excessive stent lengthening or shortening may increase the risk of stent fracture." Cine image received of reported fracture.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.